Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Event description:
This is a spontaneous report by a nurse with supplemental information by a consumer from the USA of pain, peritonitis with culture positive for streptococcus viridans, unstable angina, mental status changes, pneumonia and streptococcal septicemia in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer service the nurse reported the following information. On (B)(6) 2011, the patient went to the emergency room and was diagnosed with streptococcal septicemia and peritonitis. The patient was not hospitalized for the events. On (B)(6) 2011, the patient was diagnosed and hospitalized for pain, mental status changes and pneumonia. In 2011, while hospitalized, the patient experienced an irregular heartbeat that was confirmed by the nurse as unstable angina. Treatment rendered was not reported. Dianeal therapy was ongoing. On (B)(6) 2011 the patient was discharged from the hospital and recovering from the pain, mental status changes and unstable angina. The outcome of the streptococcal septicemia and peritonitis was not reported. Per the nurse, the streptococcal septicemia, peritonitis with culture positive for streptococcus viridans, pain, mental status changes, pneumonia, and unstable angina were unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review was performed for the potentially associated lot numbers (gd881417, gd882241), with no defects noted. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.